Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events one (1) event was reported for this quarter. Product return status one (1) device was not available for evaluation. Additional information one (1) device was labeled for single-use. One (1) device was not reprocessed or reused.

Event description:
This report summarizes one (1) malfunction event in which the device material reportedly frayed. One (1) event had patient involvement. No patient impact.